Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump were not working. It was noted that the customer went through the airport prior to the button issue. Customer's blood glucose reading at the time of the call was 105 mg/dl. No further information reported.